Event description:
Doctor reported that after implant placement at tooth site 14, implant does not disengage from driver, which led to destruction of surrounding bone. Doctor tried it with an implant of bigger diameter but it also failed, there was lack of primary stability. No other implant was placed to finish the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted h3 other text: product not returned.